Event description:
It was reported that the construct occipital plate attachment disassociated from occipital plate requiring revision.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assesment; result: one midline occiput plate assy was confirmed visually to have a fractured tulip pin per the provided xrays and returned parts. Manufacturing records were reviewed and no anomalies were found. The stryker rep reported that the patient fused. As the patient was fused, there is no longer any reason for these implants to remain implanted and cannot withstand the durability of normal healthy bone. Conclusion: possible root causes include improper construct, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities, however the exact root cause cannot be determined due to lack of patient information.

Event description:
It was reported that the construct occipital plate attachment disassociated from occipital plate requiring revision.